Event description:
The customer was hospitalized with dka. Troubleshooting revealed the customer had changed the set the day prior to the incident and there were no basal rates programmed into the pump.